Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this pacemaker on (B)(6) 2016, after propofol was administered, the patient was found to be unresponsive and had no pulse. The patient was revived with cardiopulmonary resuscitation (CPR) and was intubated. A device check prior to the procedure noted appropriate device function and also noted the patient was in atrial fibrillation (af). After CPR, the patient was still noted to be af with consistent r-waves and acceptable threshold measurements. An additional device check noted appropriate device function. The patient then had another episode and CPR was again performed and the patient recovered and was admitted to the intensive care unit. It was suspected that the patient had a reaction to the administered medications. Device replacement was cancelled. The device remains implanted and in service. No additional adverse patient effects were reported. Boston scientific received information that this patient died on (B)(6) 2016.